Event description:
Customer's spouse reported doctor change dinsulin due to high device reading. Spouse alleged the insulin increase caused insulin shock. Spouse called emergency medical technican (emt) because customer was "out of their mind". Emt device = 41 mg/dl at 5:30 a.m. Customer was injected with dextrose. Device was not used since day prior to or after the incident occurred. A request was made for product return and replacement product was sent.